Event description:
It was reported that prior to use with bd¿ enteral syringe had "moisture" foreign matter in syringe. The following information was provided by the initial reporter: during some in house inspection we found some moisture concerns.

Manufacturer narrative:
H.6. Investigation summary: it was reported there were moisture concerns. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows an enteral syringe with a droplet of silicone at the syringe barrel bottom. This is considered acceptable as the silicone is medical grade and is added to the rubber stopper and inner wall of the syringe barrel during the manufacturing process. No other defects or imperfections were observed. A device history record review was completed for provided material number 305860, lot 2298459. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h.10.